Event description:
It was reported that during the implant procedure, after closing the pocket, atrial impedance was >2500 ohms. The pocket was opened and the atrial lead tested normal via an analyzer. When reconnected to the generator, the impedance measured 2000 ohms. The lead was disconnected and connected again with the same response. Therefore, the device was replaced.